Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was reported by the user facility an unknown age patient was planned for an impella device placement for mechanical support. The team began the prep to insert the impella device while the physician took an image of the groin. Given the image of the patient's anatomy, this excluded the impella sheath from being inserted to place the pump. Consequently, the case was aborted. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The investigation of difficulty inserting/removing introducer has been completed. The impella device was not returned for evaluation. The root cause of the difficulty inserting the introducer was due to the patient condition as they reported that the case was aborted due to the patient's anatomy. H6 added medical device problem code 2682 the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14155. D4 model number. E4 should have been left blank. G1 reporting contact fax number missing.